Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported, that reprogramming occurred. As the vf therapy zone and intervals to detect were changed. It was additionally noted, that the patient started an antiarrhythmic to prevent vt.

Manufacturer narrative:
Continuation of d10: ddpc3d4 ICD implant date: (B)(6) 2024; 407652 lead implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately one month post implant that the right atrial (ra) lead exhibited intermittent oversensing/double counting of ventricular paced rhythm on the atrial channel. Additionally, the right ventricular (rv) lead had minimal undersensing of polymorphic ventricular tachycardia (vt) as its rate was straddling the ventricular fibrillation (vf) detection zone which caused a significant delayed of vf detection and treatment. The patient received CPR (cardiopulmonary resuscitation) and recovered. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.